Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapy for end stage renal disease (esrd). The action taken with dianeal was reported to be ongoing with dose not changed. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. It was reported that the patient was not hospitalized. On (B)(6) 2012, the patient received remedial treatment with vancomycin (doses reported as 2g/day, 2g/day, 1g/day and 1g/day for 4 days) intra-peritoneally (ip) until (B)(6) 2012. On (B)(6) 2012 the patient received rifamed (300mg, 5 days, ip) until (B)(6) 2012. It was reported that the patient recovered from this peritonitis event on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown.. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.